Event description:
A tango optimo was in "ready" status when a technician pressed the 'remove front cover' button to perform daily maintenance at 10:56. The front cover was removed. The tango optimo started the scheduled autorinse at 11:00 although this program should not have started with the front cover being removed. There was no injury to the technician. Our technical service and support automation tried to reproduce the described issue with tango optimo s/n (B)(4) at bmd and the described incident could be reproduced. A CAPA was thus induced ((B)(4)) and the complaint escalated to MFR for in-depth root cause analysis ((B)(4)). This our combined initial and final report on this incident.